Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's left ventricular (lv) lead exhibited loss of capture. It was noted from fluoroscopy that the lead was dislodged. The lead was explanted and replaced. The patient was stable.